Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the severely calcified left iliac artery. This 6.0 x 40, 75cm mustang balloon catheter was selected and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured as 12atms after being inflated for 1 second. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The target lesion was located in the severely calcified left iliac artery. This 6.0 x 40, 75cm mustang balloon catheter was selected and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured as 12atms after being inflated for 1 second. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon material was deflated. An attempt to inflate the balloon material to its rated burst pressure of 24 atm failed due to the presence of a pinhole located approximately 32mm proximal to the distal tip. A visual and tactile examination of the shaft of the device noted a kink at approximately 181mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).